Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.7, 3.1, lab: 10.49, 9.65, hospital lab: 12.0. Unk amount of time between meters. About 10 hour between meter tests and the lab and approx 12 hours between fingersticks and hospital lab. Therapeutic range: 2-3. Nurse was unsure of any unusual bruising/bleeding; however, pt was admitted and given vitamin k while in the hospital. Two different meters were used for inratio testing. Caller did not indicate which result was from which meter. Meter serial # (B)(4) is covered on this MDR; the second meter serial # (B)(4) is covered on MDR 2027969-2013-00952.

Manufacturer narrative:
Investigation pending.